Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8 mm monopolar curved scissors instrument became broken at shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to have a broken tube extension at the orange plastic section. Thermal damage was not observed. The tube extension also appears to have a detached fragment. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.